Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom was reported via phone call that, the customer had low blood glucose 50 mg/dl. Customer advised to have her son call back for low blood glucose troubleshoot when he gets home from work. Unable to troubleshoot for low blood glucose due to son being at work. The insulin pump will not be returned for analysis.